Manufacturer narrative:
(B)(4), date sent: 11/16/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh23 device was returned with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an open liver resection the titanium tip was broken. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: x9445j. Additional information was requested and the following was obtained: could you please confirm if the blade tip broke off occurred on this device (harh23, lot x9445j)? Confirmed,the tip of the blade is a little broke off. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a set of images submitted for evaluation. Image 1 (x9445j (B)(4)): the image provided by the customer shows a harh device with no apparent damage. Image 2 (x9445j (B)(4)): the image provided by the customer shows a harh distal jaw with no apparent damage and with the blade tip not detached as reported. Image 3 (x9445j (B)(4)): the image provided by the customer shows a harh handle. The batch and serial could be seen as x9445j, (B)(4). The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.